Event description:
It was reported that a spectrum infusion pump kept beeping and turning on and off by itself in the biomedical service department which was confirmed as improper shutdown during evaluation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device confirmed the reported problem of turning off by itself as improper shutdown. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as improper shutdown. The cause of the condition was the bolus not secure to the rear case. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.